Manufacturer narrative:
No unexpected motion sensor test failure alarms noted during testing. Unit was received with constant motor error alarms during rewind due to encoder signal out phase. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test and operating currents measurement due to constant motor error alarms. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. When she tried to rewind the piston did not move. It kept doing the cycle. The insulin pump alarmed motion sensor test failure. Customer's blood glucose level was not reported. The customer was unable to see the alarm history and get past rewinding. The customer was also unable to complete the displacement verification table. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.